Event description:
It was reported that during implant attempt, the lead was not implanted due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, the lead was not implanted due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed) and in/on the helix mechanism and its sleeve head. The tip seal was observed to be out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.